Event description:
Arjo became aware that the citadel bed frame had locked in the trendelenburg position while the patient was in the bed. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.